Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical, cadd legacy plus, mdl 6500 pump was alarming no disposable won't run. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 10 ml, rate 2.2 ml.hr and 92.05 ml was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.